Event description:
It was reported that the procedure was to treat a lesion in right coronary artery (rca) with heavy calcification and mild tortuosity. After pre-dilatation, the 3.5x48 xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to advance due to the anatomy. Therefore, the sds was removed from the patient and upon removal the one of the stent struts was noted to be fractured and protruding out. Additionally, ballooning was performed and another 3.5x48mm xience skypoint stent was implanted without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.